Event description:
It was reported that the pt's implantable pulse generator was replaced on (B)(6) 2011 due to a dead battery. Leads 0 and 1 were above 4,000 ohms, leads 2 and 3 were within normal limits. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.